Event description:
It was reported while using bd vacutainer® sst¿ that five (5) tubes underfilled. The tubes were inspected, and a crack was found on the side of tube body. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a crack on the side of the tube. Additionally, 30 retained samples were visually inspected for damages, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that five (5) tubes underfilled. The tubes were inspected, and a crack was found on the side of tube body. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.